Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed optical communication failure. They changed out the bulkhead and connected they were able to. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to get a green line to the imaging system. The clinical specialist (cs) on site passed the bulkhead on the navigation system and was able to get a green line. Additionally, the representative reported the patient was not in the room when the issue occurred. He the bulkhead bypassed before they entered the room. But it was right before the case was going to start. The site has not had any issues since the bulkhead was replaced. No delay to case reported.

Manufacturer narrative:
The bulkhead connector was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical examination found that the outer shell of the returned connector was slightly damaged, possibly from removal. Otherwise, the connector was intact and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.